Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported, the bifurcated stent graft was being placed as close to the renal arteries as possible and was deployed too high inadvertently and partially covered the left renal artery. Since then, the pt has been seen and it was confirmed there was blood flow to the reanal artery. No intervention is planned. No add'l clinicla sequelae were reported and after the colon resection procedure the pt is fine.

Manufacturer narrative:
Results: stent graft deployed too high and partially covered a renal artery. Inherent risk of procedure- arterial occlusion. Conclusion: stent graft deployed too high and partially covered a renal artery.